Manufacturer narrative:
The alleged 131318a device is not expected to be returned for evaluation and review. This complaint of "caught fire in patient" is unable to be verified and a root cause cannot be determined. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: description/intended use: - maximum voltage is not exceed 5.5 kv peak. Contraindications: - these devices should never be used when: - there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic or connector damage. - these devices fail the inspection described here in. - in the presence of flammable gases, flammable prep solutions or drapes, oxidizing gases such as nitrous oxide, or in oxygen-enriched environments. - do not use monopolar electrosurgery on small appendages, as in circumcision or finger surgery. Safety tips: - use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. - always place unused associated electrosurgical accessories in a safe insulated location such as a holster when not in use. - inspect and test each device before use. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This distributor reported on behalf of their customer that the 131318a, goldline button hols u/c nsb, device "caught on fire in patient". The distributor has filed an MDR for this event, MDR # 1423395-2018-00036. It was not clarified for the distributor when they questioned the user of the device is there was injury to the patient. The distributor did state that they tried several attempts to gain information. No further information was available per our customer. This report is being raised on the basis of injury due to the burn degree being unknown.